Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no additional ports placed but there was 30 minutes surgical delay. Patient information was provided.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recoverable fault 23062 on the universal surgical manipulator 4 (usm4). The customer recovered the fault multiple times but it continued to appear. The technical service engineer walked the customer through a hard power cycle without success. The procedure was then converted to laparoscopic as all four usms were needed. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was returned for failure analysis, and the reported 23062 error was confirmed and replicated. In logs, the error 23062 was found, indicating the degrees of freedom (dof)9 motor was not responding as expected, confirming the fault occurred in the field. Upon visual inspection, fluid intrusion was found on the carriage and insertion, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where dof9 failed the direction test and sine cycle was failing with error code 23062 pointing to dof9 recorded, replicating the reported event. As a result of this investigation, failure analysis has concluded that the dof9 stator was found to be the root cause of the reported event.